Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited a decrease in sensing coupled with exit block. The lead had dislodged after five days and was explanted. Another guidant extendable/retractable defibrillation lead was subsequently implanted. The lead was returned to guidant for analysis.